Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the evening of (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that 10 hours later they developed symptoms of "tiredness, sweatiness and heart palpitations". The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.